Event description:
It was reported that on (B)(6) 2016, a surgery for th12 burst fracture was performed. First, the screws were inserted to th 9-11/l1-3 and the vertebroplasty of t12 was performed. A rod broke at the hex end when the surgeon tried to insert the rod to right side. The surgeon removed the broken rod from the patient and reinserted the rod with a rod rotation forceps. After that, the surgery was completed without problems

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: materials analysis revealed that the rod was found to have fractured in a ductile bending overload due to and applied normal stress. The elemental composition was consistent with what is specified on the print. No material or manufacturing defects were found. Conclusion: the cause of the reported product issue cannot be determined based on the information provided.

Event description:
It was reported that on (B)(6) 2016, a surgery for th12 burst fracture was performed. First, the screws were inserted to th 9-11/l1-3 and the vertebroplasty of t12 was performed. A rod broke at the hex end when the surgeon tried to insert the rod to right side. The surgeon removed the broken rod from the patient and reinserted the rod with a rod rotation forceps. After that, the surgery was completed without problems.